Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during surgery, t.w. Power supply was working intermittently. Cable and adaptor were swapped during troubleshooting. New device was used to finish the procedure and it worked fine. No patient harm, no delay.